Event description:
This adverse reaction concerns an abdominal rash following a surgical procedure. One day after elective right hemicolectomy, a diffuse raised rash covered abdominal area from below sternum to just below umbilicus. Both right and left upper margins were demarcated by right angles, consistent with the edges of an incise drape. Medical staff confirmed that ioban incise drape had been part of the surgical prep. The rash/pruritis persisted and caused significant discomfort for several days, and did not respond to application of over the counter hydrocortisone cream. After about a week, a second "wave" of rash appeared overlapping much of the original affected area and the area below the umbilicus. This eruption was also very itchy and uncomfortable. At a two week post-op visit, the surgeon was uncertain as to cause of this second rash. The next day a dermatologist was consulted and termed it an "ID reaction." Betamethasone diclopromide cream was prescribed; after one week of twice daily application, the rash dried, sloughed and gradually stopped itching. After another week, the rash has subsided, but the area remained sensitive to touch and hyper-reactive. Discomfort during the post operative recovery period hampered mobility and negatively impacted recovery.